Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient improperly disconnected. Following the alarm, the patient then reconnected. The patient remained connected and proceeded through setup using the same supplies. The technical services representative reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 and a use error, where the patient improperly disconnected and then reconnected. The patient also started therapy over using the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Additionally, the guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.